Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The intellanav mifi catheter was selected for use during the procedure to treat atrial flutter. It was reported that during first ablation the generator alarmed "excessive temperature". The leur lock port was noted to be fractured and leaking fluid. No fragments were left in the patient. The catheter was replaced and procedure completed successfully. The device is expected to be returned for analysis.

Manufacturer narrative:
The intellanav mifi catheter was evaluated by boston scientific. Analysis of returned product revealed that the device has the tubing set partially detached, that fail was causing the leaking fluid, and the high temperature was a result of the lack of saline solution irrigation, consequently confirming the reported clinical observations of tubing set - damaged/defective and poor temperature control.

Event description:
The intellanav mifi catheter was selected for use during the procedure to treat atrial flutter. It was reported that during first ablation the generator alarmed "excessive temperature". The leur lock port was noted to be fractured and leaking fluid. No fragments were left in the patient. The catheter was replaced and procedure completed successfully. The device was returned for analysis.